Event description:
A 2.5mm x 3.0 mm endeavor rx drug-eluting coronary stent was inserted into the patient for treatment of the rca. It was reported that the stent could not cross the lesion and when the device was removed the stent struts were damaged. Information received from the field confirmed that the device was inspected prior to use with no abnormalities noted; however, the device was not prepped as it was reported that difficulties were encountered with the positioning of the guide catheter at the beginning of the procedure. The stent, guide catheter and guide wire were removed from the patient and the guide wire and guide catheter were exchanged. The stent was inspected post-removal and no abnormalities were noted. Information received confirmed that the distal, middle and proximal rca were pre-dilated post removal of the endeavor rx stent. The device was removed from the patient. The patient was reported to be stable post procedure and no clinical sequelae were reported. The device and cd images were provided for review. The proximal stent segments had moved approx. 2.5mm distally along the balloon; however, the distal stent segments were positioned as per specification on the balloon. Damage was noted to the first, fourth, fifth and sixth proximal stent segments. Information received from the field confirmed that it was a long, calcified rca lesion with a 90% occlusion at its narrowest point and review of the procedural images provided showed the rca with diffuse calcification evident along the vessel, prominently in the proximal area. Further images show the guide catheter deep seated in rca during pre-dilations which suggests that extra support may have been required in delivering devices during the procedure; however, this cannot be confirmed. Communication received confirmed that distal, middle and proximal rca was then pre-dilated post the removal of the endeavor device and review of the procedural images received confirms this. It was evident, however, that the pre-dilation balloon took on the shape of the vessel as it were being deployed suggesting that the patient morphology impacted on the balloon expansion. It was confirmed that after the failed delivery attempt the stent was noted to be damaged. The damaged noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and / or subsequent withdrawal from the vessel into the guide catheter.

Manufacturer narrative:
(B)(4) (stent damaged during procedure): evaluation results: (long calcified lesion, 90% occlusion), (device was not prepped before use), (stent deformation). Conclusion: (long calcified lesion, 90% occlusion), (device was not prepped before use).